Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on the down arrow keypad button. Multiple button presses requiring increasing force were required before the down arrow button would engage. None of the keypad buttons had normal spring back or click. It was observed that the down arrow key contact was misaligned and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow button reportedly has to be pressed several times for a response. There was no reported patient impact associated with this complaint.